Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes had their tips snap off when removing them from the syringe driver. The following information was provided by the initial reporter: "they have had 2 incidents with 2 x 30ml luer lok syringes whereby the tip has snapped from the syringe as they were removed from the syringe driver. There were no patient incidents on the back of this and no interventions."

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes had their tips snap off when removing them from the syringe driver. The following information was provided by the initial reporter: "they have had 2 incidents with 2 x 30ml luer lok syringes whereby the tip has snapped from the syringe as they were removed from the syringe driver.. There were no patient incidents on the back of this and no interventions."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-15. H6: investigation summary: one used sample and one extension line was returned to our quality team for investigation. Through visual inspection, the tip of the syringe is observed to be broken and remained inside the extension line hub. A device history review was performed for the reported lot 2002202, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional inspections throughout manufacturing, including tip and thread verifications. Ten retained samples of lot 2002202 were used for additional evaluation. The product was visually inspected, no defects or damage was observed and all product was verified to meet required specifications. Inspection results were reviewed lot 2002202 and all results were found to be within required limits. Based on the available information we are not able to determine a root cause related to the manufacturing process at this time. Based on the sample evaluation it is possible the tip broke due to excessive force when attaching the device. H3 other text : see h10.